Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc-one and experienced increased pain in her knee. Patient had a complicated history of multiple allergies. No past drugs, concurrent condition or concomitant medication was reported. On (B)(6) 2014, the patient received treatment with synvisc one injection at a dose of 06 ml, once (route, lot/batch number and expiration date: not provided) in her knee. On an unknown date in (B)(6) 2014, after a few days of initiating treatment with synvisc one, the patient complained of increased pain in her knee and returned to office two days later. It was reported that the patient had no fever or any other symptoms. At some point, the patient received steroid shot. On an unknown date, patient recovered from the event of increased pain in her knee. It was thought that the event could have been an allergic reaction, but it was not well documented and the only symptom involved was pain. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.